Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient couldn¿t sleep with ins on because it shocked him too much when lay down. This had been like this since implanted. No further complication and events were reported.